Event description:
In instances where an emr transmits multiple order messages on different patients with identical order ids to the validation queue of cerner webconnect, cerner webconnect will: display to the user of the validation queue the patient associated with the last order received and will fail to display the patient(s) associated with the first orders received having the same order ID where the same test is ordered on all patients having the duplicate ID order. This prevents a user from being able to release the order from the validation queue to the receiving system for any orders received prior to the last order having the duplicate order ids; display to the user of the validation queue the patient associated with the first order received and will fail to display the patient(s) associated with subsequent orders having the same order ID where distinctly different tests are ordered on each patient having orders with the same order ID. This prevents a user from being able to release the order from the validation queue to the receiving system for any orders received after the first order having duplicate order ids. When the order is released from the validation queue for the order that is displayed in the validation queue, the outbound hl7 message transmitted from cerner webconnect may contain the adt, pid, pv1, orc, obr, and in message segments for another patient with the same order ID, not the selected patient record released by the validation queue user. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4) 2012 to all potentially impacted client sites. The software notification included a description of the issue. Cerner corporation will provide follow-up reports when the software modification is available.